Manufacturer narrative:
Device has been requested for evaluation however it has not yet arrived. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
A report was received from a user facility in (B)(6) stating that cutting performance was suboptimal, cutter does not cut, aspiration is present. No pt impact or injury.